Event description:
It was reported that one day post-operatively a pulsed field ablation procedure, numbness occurred in one lower limb. Findings of a cerebral infarction were observed. No further patient complications have been reported as a result of this event. It was later reported that a magnetic resonance imaging (MRI) was performed and confirmed multiple acute infarctions in the pontine, cerebellar vermis, two hemispheres, thalamus, and both cerebral cortexs. A cardiac computerized tomography (CT) was also performed. The patient's hospitalization was prolonged by 17 days. Drug therapy and rehabilitation were required. The patient experienced slight improvement with the numbness in the right lower limb.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: radiofrequency needle product ID: non-medtronic product type: catheter product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.